Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right atrial (ra) lead exhibited noise oversensing resulting in inappropriate mode switch. No changes or interventions were reported. There were no patient consequences.